Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at normal follow up appointment, impedance on contact 8 was out of range (2144 ohms). Impedances were reran but did not change. Doctor is not using that contact for programmed stim therapy. Mdt rep told doctor to monitor to see if it clears over time since it's barely out of range or notify them if it gets worse. No symptoms were reported.